Manufacturer narrative:
Initial reporter phone # (B)(6). Results: a photo was inspected showing defect. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood did not flow into the tube correctly of the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter despite user inserting the tube in the holder. No serious injury or medical intervention reported.